Event description:
The customer reported that during an esophagectomy and gastric tube procedure, the jaws would not re-open while the device was applied to tissue. The surgeon tried to move the knife trigger on the handle but found he could not. The surgeon released the device by resecting the tissue directly adjacent to the jaws of the device. A new device was used to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.